Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no insulin delivery alert, batteries not always full 7 days. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-242a, mmt-1884. Troubleshooting was not performed. Customer reported insulin flow blocked alarm (past/resolved event).issue was resolved. Customer reported a short battery life or a low battery alarm. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-242a. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1884.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump received with high sleep current and high active current due to moisture damage to the pcb1 board and pcb2 board. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit successfully downloaded to thump. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). No insulin flow blocked alarm noted during test or in the history files. However, confirmed pump alarmed low battery alert on (B)(6) 2024 15:07:00.000 in the history files. Found moisture damage to motor assemblies, pcb1 board and pcb 2 board during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case at the battery tube, cracked battery tube threads, missing serial number label, corroded battery tube, corroded motor home switch. No insulin flow blocked alarm noted and customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, confirmed the pump failed the sleep current test, active current test and the abnormal power management graph due to moisture damage on pcb1 and pcb2 boards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.